Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received; however, one picture was received and reviewed. Visual testing of the picture showed a cassette product without white cap. Complaint was confirmed. The root cause of the reported issue was found to be an accidental oversight during white cap assembly performed by production personnel.

Event description:
It was reported that when filling a deltec cassette it was discovered that the protective plug on the hose was missing, however the red sterile-packed stopper was included. No patient injury was reported.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(4) is no longer considered reportable, please disregard any MDR reports associated with it.